Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to any of the following occurrence mechanism. The user closed the clip after the clip was grasped the tissue. The clip was detached from the tissue by the condition of the patient or the tissue. The user closed the clip without grasping the tissue. The clip detached from the coil sheath and fell into the patient. The instruction manual of the device has already warned as follows; *do not grasp the tissue unless you can see the condition around the target site in the endoscopic field of view. Otherwise, mucous membrane damage may result.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic mucosal resection of a duodenum, the subject device was used. The user grasped the tissue with the clip. After the user released the clip, it detached from the tissue and fell into the patient. The clip was not retrieved. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the falling of the clip.